Manufacturer narrative:
On 26th of february 2021 getinge became aware of an issue with one of our surgical lights - powerled. The camera's support was broken, leading to detachment of the camera. No information about any injury was provided however we decided to report this case in abundance of caution as any parts falling into sterile field might led to serious injury or contamination. Getinge technicians replaced defective parts and unit was returned to usage. It was established that when the event occurred, the surgical light did not meet its specification as the support should not break, and the device contributed to event. There is no information if at the time when the event occurred the device was or was not being used for the patient treatment. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The separation of the camera was caused by a wearing out and tearing of the base fixing hole, due to repetitive stresses during the manipulation of the camera. The involved plastic part 567801057 in pps fortron has been replaced by a steel part 567801181 in january 2011 under modification file # e090520. The kit 367265555, including the base 567801181 in steel was available from july 2010. We recommend updating the similar cameras, in preventive measure, in this facility. Based on the low occurrence rate, the modification is not mandatory. Currently the cameras # 567203945, 567203944, 567501246, 567501248 are not any more distributed. From january 2011 all the cameras supplied are equipped with the steel base. We believe that all remaining devices are performing correctly in the market. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of our surgical lights - powerled. The camera's support was broken, leading to detachment of the camera. No information about any injury was provided however we decided to report this case in abundance of caution as any parts falling into sterile field might led to serious injury or contamination.